Event description:
While resecting the lung the stapler was applied to the tissue and after closing the stapler and in the process of deploying staples the tissue slipped out and only half the staple line was deployed causing the tissue to shred. This same event happened two different times. The type of staple was changed for use with thicker tissue, and the new stapler was inserted and when attempting to grasp tissue it would not hold its closure x2. The pt had to be opened with a thoracotomy.